Event description:
The customer called to report insulin leaking into the reservoir compartment from the reservoir o-rings, causing inconsistent blood glucose levels. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement and self tests. No moisture damage was noted during visual inspection.